Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive peg kit pull method 20fr was used in a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, post procedure, the internal bolster of the peg was embedded in the abdominal wall. The physician repositioned the external bolster to increase the length of the tube at the intra-abdominal segment. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts have been made to obtain additional information regarding the event but were unsuccessful. If further information becomes available, it will be submitted on a supplement medwatch report.